Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information received via patient indicated that her oab pain was coming back. Patient stated that she was pain free for the first 2 days, after the procedure and then the pain was slight yesterday and today was very painful again. Additional information received a day later reported that patient thinks that the lead wires migrated/moved. Patient stated that she was in pain and that the device is not working. She also mentioned that she spoke to her representative yesterday and was told to switch sides per sales rep. The patient indicator for use were for urge incontinence. No further complications were reported/anticipated.